Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys troponin t high sensitivity stat assay (tnt-hsst) results for 2 patients and a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas e 411 immunoassay analyzer. For patient 1: the initial tnt-hsst result was 16 ng/l with a data flag. The patient sample was retested on (B)(6) 2019 with a tnt-hsst result of 3.09 pg/ml (reported outside of the laboratory as 4 ng/l). For patient 2: on (B)(6) 2019 the initial tnt-hsst result was 24.41 pg/ml (reported outside of the laboratory as 24 ng/l). A new sample was tested twice with tnt-hsst results of 3.29 pg/ml and 3.05 pg/ml. The customer retested the original sample and a tnt-hsst result of 3.00 pg/ml with a data flag was obtained (reported outside of the laboratory as 3 ng/l). Patient 2 is a (B)(6) female born (B)(6). For patient 3: on (B)(6) 2019 the initial hcg+beta result was < 1 u/l with a repeat result of 25088 u/l with a data flag. On (B)(6) 2019 the patient sample was retested using different dilution ratios. Using a 1:100 dilution performed by the analyzer the hcg+beta result was 23683 u/l. Using a 1:100 manual dilution the hcg+beta result was 327.7 u/l (calculated 32770 u/l). Using a 1:1000 manual dilution the hcg+beta result was 28.13 u/l (calculated 28130 u/l). Patient 3 is a (B)(6) female born (B)(6). The initial erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The tnt-hsst reagent lot was 345888 with an expiration date of 31-dec-2019. The hcg+beta reagent lot was 329446 with an expiration date of 30-sep-2019. The humidity in the laboratory is between 28-30. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.